Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2017-07006, reference MFR. Report: 1627487-2017-07007. It was reported the patient experienced ineffective stimulation. Diagnostics indicated impedance issues on several contacts. Reprogramming was attempted to no avail. Fluoroscopy identified the extensions had partially pulled out of the cervical ipg. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 3, reference MFR. Report: 1627487-2017-07006. Reference MFR. Report: 1627487-2017-07007. Follow-up identified the patient underwent surgical intervention to explant and replace the ipg and extensions. The physician noted fluid in the ipg header. Effective stimulation was established following the procedure.